Manufacturer narrative:
It was reported in a published article 12 unidentified patients with an m6-c were explanted. The article stated that the pcu sheath was damaged in 100% of cases, compromising the containment of internal wear debris and exposing metal surfaces. The condition of the devices at the time of removal was unknown. Without radiographic imaging it was not possible to assess the potential role of patient conditions, m6-c placement and surgical technique. No devices were returned: therefore, no device examination could be performed. Without a device, serial number, or lot number, the device history records could not be completed. No microbiology or pathology testing reports or results were provided. Based on the limited information provided, it was not possible to determine the cause of the product experience. Without serial number or lot number, a review of the lhrs and ncmr database cannot be completed. Rmf 0003 rev 40 line 12.75 - device explanted.

Event description:
We received an abstract (spine hospital for special surgery) reporting adverse and/or complications and/or failure modes for m6-c. Article stated explants exhibited significant material degradation. The pcu sheath was damaged in 100% of cases, compromising the containment of internal wear debris and exposing metal surfaces. The artificial annulus was damaged in all cases, with one implant completely lacking an annulus, leading to loss of structural integrity. This study mentions 13 patient explants. One patient had identifying information that was reported in pe 25-28 and the remaining 12 patients were no able to be identified.